Event description:
Reporting status: malfunction. Reporting rationale: stent dislodgement has caused or contributed to patient injury previously. Device issue: stent dislodgement. It was reported that the device met resistance and would not cross the calcified lesion. When the device was removed from the patient, the stent had dislodged proximal onto the shaft. No patient injury was reported. No additional event or patient information is available.

Manufacturer narrative:
Results and conclusions summation - product performance engineering reviewed the incident information; however, the device was not returned for a thorough analysis. It was reported that the device had met resistance and would not cross a calcified lesion. Additionally, when the mini vision was removed from the patient, the stent was found to have moved proximally. This type of stent movement can result from an interaction with anatomy or with other accessory devices during the advancement of the device. In this case, the root cause of the damage appears to be related to the operational context of the device.